Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No evidence of lead noise was observed. According to the field representative, it is planned to reprogram and continue to monitor. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).